Event description:
It was reported that the patient never had therapeutic effect. It was noted that the trial went really well for the patient.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3889-28, lot # va012r8, implanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect and bladder control, or urinary incontinence. Within the week prior to report, it was stated the patient urinated two times while on a walk. It was indicated that the symptoms have gotten worse since being implanted. The patient did turn stimulation off for ¿a while¿ and indicated their symptoms did not change and ¿maybe seemed a little worse.¿ it was added the patient had a urinary tract infection for about two weeks. When the patient would try increasing stimulation, it would become painful in their left labia. The patient switched from program 1 at 6.9v to program 2 at 4.0v. The patient felt stimulation in the bike seat area. It was further noted the patient had an appointment with their healthcare provider on the day of this report. Additional information has been requested, a follow up report will be sent ifadditional information is received.